Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon troubleshooting, fse found that the keyboard keys were getting stuck and one of them was for needed to access to basic input/output system (bios) setup. To resolve this issue, fse replaced the keyboard. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.